Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation, found that: the connecting tube has coating peeling, (1mm2 or more). Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited that the coating of the insertion section of the snake tube is peeled off, the connecting tube has coating peeling, (1mm2 or more). There was no patient involvement.